Event description:
The pt reported that she was hospitalized for five days for elevated blood glucose levels (500 mg/dl) and shortness of breath. She does not know if she had ketones present. The pt reports that she was under the care of a different endocrinologist who adjusted her pump insulin delivery settings and reported that the settings were entered incorrectly. She said there needed to be adjustments (but did not detail what adjustments) for her blood glucose to stabilize to around her target 120 mg/dl. The pt did not call to troubleshoot the pump prior to or immediately after her hospitalization.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.